Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion/clogging of the material in the biopsy channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The brush was unable to be passed through. Therefore, the foreign material was possibly not removed since the reprocessing was not conducted properly. The event can be detected/prevented by following the instructions for use: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited a biopsy channel clogged by a foreign object. The issue occurred at reprocessing. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.